Manufacturer narrative:
The device was sent to our repair facility for proper testing. The device was confirmed to have an e4 error. The power factor circuit voltage was high. The repair facility adjusted the power factor circut voltage into specifications. The unit was subject to testing and calibration and was found to be functioning properly before returning to the customer. The DHR was reviewed and confirmed that the device was functioning properly at the initial sale of the unit. There has been a total of (B)(4) units sold since 2016 with no additional complaints recorded for similar occurrences. Based on the above information, no further information is needed and this complaint can be closed. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The customer alleged that the generator is having e4 errors in the middle of the procedure, causing a delay.